Event description:
While removing the collector from the wall for disposal, employee was stuck by an exposed needle. Needle was protruding from the bottom area due to a large crack across the container. Container was not overfilled. Employee did not use handle and was stuck in the stomach. Employee did not seek med treatment - just cleaned wound.